Manufacturer narrative:
The ge service rep conducted an onsite investigation. The cable and the circuit boards were reseated. The system was tested and operates as intended.

Event description:
The customer reported that the system would not delete old images and displayed a communication failure error message. No pt injury was reported.